Event description:
It was reported that the customer was rushed to the hospital during training due to diabetes ketoacidosis. It was stated that the doctor believes the issue is the insulin pump and the device should be replaced. The mother called back and stated that the device does not record the blood glucose readings or boluses all the time, and troubleshooting has been done twice. The mother stated that the bolus history shows a delivery of 20.0 units done in the middle of the night, and she knows that the customer could not be getting as he would be dead. Checked the bolus history and the 20.0 delivery was registered at 9:32pm. The mother stated that the insulin pump is not recording properly and she feels uncomfortable with her son using the device. The caller declined further troubleshooting and requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.